Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she had recently received sensor training and changed her sensor for the first time. Customer pulled out the first sensor on accident, so she inserted a new sensor. The new sensor gave her a lost sensor alert so she changed sensors again, only to receive another lost sensor alert. Customer said insertion was painful and she did not believe it went in her skin. Customer's blood glucose reading was unknown. The customer removed the sensor and reported that the cannula was either bent over, or shredded, or shortened. The customer also reported a sensor error alert. Nothing was replaced or returned.